Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). Additional emdrs were submitted to represent bard/davol ventralex st (device #2), bard/davol ventrio st (device #3) and bard/davol ventralight st (device #4). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st, ventrio st, ventralight st and bard mesh (bard flat mesh) on (B)(6) 2007 and/or (B)(6) 2013 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is also alleged the patient sustained injuries on (B)(6) 2013 due to the hernia mesh device. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.